Manufacturer narrative:
It was reported that during an unidentified procedure, the tip of the scorpion needle broke off and fell into the surgical site. Despite multiple good faith-attempts the reporting facility was unable or unwilling to provide additional patient, product, or procedural information. No information has been provided related to how the scorpion needle was being used at the time of the incident or how the broken tip was retrieved from the surgical site. No adverse impact to the procedure or to the patient has been reported. No sample was returned for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the tip of the scorpion needle broke off and fell into the surgical site.

Manufacturer narrative:
Addition to h6.

Manufacturer narrative:
On (B)(6) 2020 unused product samples in unopened packaging from the reporting facility were received for evaluation. The unused product samples were from lots: 438408, 439083, 434082, 437268, and 433286. The used device involved in the incident was reportedly discarded an unavailable for return and evaluation. No issues were observed with the returned unused product samples. A review of the device history record for the returned lots was performed and no non-conformances in required processes at the time of reprocessing were identified. A root cause for the reported incident was unable to be determined. If additional relevant information becomes available another supplemental MDR will be filed.